Event description:
Reportedly, during repair of a laceration, a tooth from one of the forceps broke off and fell into the pt's wound. The dr was able to retreive the piece; no further treatment was required.